Manufacturer narrative:
Additional information has been added to this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had an issue with their cannula and the insulin pump did not give any notifications. The customer was rushed to the emergency room and their blood glucose was 617 mg/dl upon arrival. They reported that they were hospitalized due to an issue with the pump not alarming. The customer also had a blood glucose of 423 mg/dl. The customer experienced the following symptoms: positive results in ketones test, nausea, vomiting, abdominal pain, brain pain due to vomiting. The customer was unable to continue troubleshooting and stated that they would treat their high and call back. The customer was advised to call their healthcare professional and follow the guidelines outlined in the instructions for use, or to seek medical attention and call back to troubleshoot. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Auto mode was not in use at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that customer went to emergency room due to malfunctioning of insulin pump. The customer¿s blood glucose level was 608 mg/dl. The customer reported that cannula was semi bent. Insulin pump did not have any alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.